Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal third "acd" artery. Following pre-dilatation with a 2.5x20mm semi-compliant balloon at 10 atmospheres, a 20 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the physician was unable to position the device and therefore, it was removed. The device was then noted to be broken near the y port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Upn- search corrected from h7493925120300 - promus premier ous mr 20 x 3.00 - 39251-2030 to h7493925128300 - promus premier ous mr 28 x 3.00 - 39251-2830. Upn corrected from h7493925120300 to h7493925128300. Catalog/model # corrected from 39251-2030 to 39251-2830. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 472mm distal to the strain relief. There were also several kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device used was a 28 x 3.00 promus premier¿ drug-eluting stent.